Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image of the subject device disappeared at the angulation operation and the cable of image sensor was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the cable of the image sensor was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a scope communication error e216 occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.